Event description:
The patient reported going to a new dentist for an overall evaluation because of the damage to the teeth. The dentist's evaluation found the aligners have caused gaps in the upper teeth and improper shifting on upper and lower sets leading to the patient's need for braces. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.